Manufacturer narrative:
Device code added was inadvertently omitted from MDR-2019-05568.

Manufacturer narrative:
Approximate age of device - 5 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018 the patient began experiencing frequent inappropriate power cable disconnects + single driveline fault. Please advise. The submitted log file which was reviewed by technical services showed a driveline fault alarm (dlf) (B)(6) 2018 and another on (B)(6) 2018. Also noted on the log file were power cable disconnects. These all appear to be occurring when the patient is switching power sources. These event occurred while connected to power module. The customer reported on (B)(6) 2019 that they have decided to hold off on exchanging the system controller as the patient gets dizzy with pump stops. They will bring him back in a week or two to resend log files. Tech service. On (B)(6) 2019, the system controller was exchanged. The submitted log for the new system controller showed that the driveline data is normal but it does show phase a beginning to trend downward. The alarm triggered in old system controller log file because of the upward and downward spikes in phases a & b. Furthermore on (B)(6) 2019 the customer reported that the patient ID having driveline fault alarms. On (B)(6) 2019 tech services arrived onsite for external perc lead repair. The perc lead replacement performed approximately 3 inches from exit site. No noted driveline fault alarms after completing the repair. The following day on (B)(6) 2019 the patient experience another driveline fault alarm. No further information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline did not confirm wire damage that would have contributed to the reported driveline fault events that were captured in the submitted log files. A distal end driveline replacement was performed on (B)(6) 2019 under work order (B)(4)and approximately 18¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Rescue tape was observed 1.5" through 5" and 6.5" through 12" from the metal connector. Upon removal rescue tape, the silicone jacket was removed 2.5" through 5.5" from the metal connector and was damaged 2.5", 6", 9.5", and 12" from the metal connector. Shield breakdown was observed throughout the length of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. It was reported that the driveline fault alarms occurred following the distal end repair. It was reported there was a tentative plan for a pump exchange when needed. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device.no further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that a tentative plan for pump exchange was made. Patient has not fully confirmed it.